Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured near the center of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was condition was good post-procedure.